Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoirs per (B)(4). Found no air bubbles was observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal bolus leaking test per (B)(4) as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into 5xx pump. Conclusion: reservoir not air bubbles and no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 426 mg/dl and leak in the reservoir. The customer¿s blood glucose level was time of incident was 491 mg/dl, current blood glucose level was 148 mg/dl, 426 mg/dl and 200+ mg/dl. The customer was treated with insulin syringes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the location of the leak was from the bottom of the reservoir. Customer states the leak was past second o ring. The insulin pump will not be returned for analysis and the reservoir will be returned for analysis.